Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1, ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a low impedance warning on the right ventricular and superior vena cava high voltage coils. It was noted that the low impedance measurement was intermittent on two separate days and was reproducible with pocket manipulation. The patient was fitted with life vest and all implantable cardioverter defibrillator (ICD) therapies and detections were turned off. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead had confirmed insulation damage. The lead was partially explanted and replaced.